Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the ins battery moved around since implant on (B)(6) 2018, and patient had already been working with the healthcare provider (hcp) for it. Patient stated it make it harder to charge. No further complication and no symptoms were reported.